Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the post-startup test, the cs100 intra-aortic balloon pump (iabp) unit had an "automatic inflation failure" alarm during the post-startup test. There was no personal injury.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After replacing a helium filling module, all tests of the iabp were normal and working normally. After entering the background to test "k6, k6a, k7, k8 leak test", it was found that the data of the drive valve group was abnormal and needed to be replaced within the warranty period. Iabp has "k6, k6a, k7, k8 leak test" failed, replaced the drive valve group one, iabp all tests are normal and work normally. The device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a.